Event description:
During an endoscopy procedure, the physician use a cook instinct endoscopic hemoclip for hemostasis in the colon. The clip was advanced through the endoscope and closed onto the tissue site. Once attached to the mucosa, the clip stayed closed and would not release from the deployment device. The clip would not reopen. When they tried to deploy the clip, they heard two clicks and the drive wire broke at the handle. The physician tried wiggling the catheter. They eventually got the clip off by tearing the mucosa. The physician had to pull the catheter and clip off which caused additional damage to the tissue site. See MDR 1037905-2013-00396. A second cook instinct endoscopic hemoclip was used with the same result. See MDR 1037905-2013-00397. Additional clips were applied in response to this observation. Our eval of the one device returned of the products said to be involved confirmed that the hook has broken at the distal end of the drive wire. The hook had detached from the device and was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however, the location of the missing section detected during our lab eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved found that the drive wire was not visible in the coil assembly indicating the hook has broken at the distal end of the drive wire. The clip was removed and the broken portion of the hook was not located within the clip housing. The distal end of the sheath was disassembled to look for the broken portion of the hook but it could not be found. Therefore, the broken portion of the hook was not returned with the device. The drive wire was securely attached to the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.